Event description:
It was reported that device detected crosstalk as a vf event. Upon investigation, it was noted that the crosstalk was happening chronically. The patient was unaffected and the device was reprogrammed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.